Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 500 units of insulin. The customer delivered 10 units of insulin, and received a fill estimate of 180 mg/dl. Additionally, it was reported the insulin gauge remained static at 180 units. Tandem technical support advised the customer to fill the cartridge with 480 units per pump labeling instructions, as overfilling the cartridge can lead to inaccurate fill estimates by stretching the bag. There was no impact to the customer's blood glucose level. The customer declined to reload the cartridge and will continue using the current cartridge for continued insulin therapy.